Event description:
Related manufacturer report number: 2017865-2022-03732. It was reported during in clinic follow up that the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing after incorrectly interpretation atrial fibrillation as a ventricular arrhythmia. The right ventricular lead exhibited low defibrillation impedance. Both the lead and the device remain implanted and will continue to be monitored. The patient experienced some discomfort but was stable.

Event description:
Related manufacturer report number: 2017865-2022-03732. It was reported during in clinic follow up that the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing after incorrectly interpretation atrial fibrillation as a ventricular arrhythmia. The right ventricular lead exhibited low defibrillation impedance. Both the lead and the device remain implanted and will continue to be monitored. The patient experienced some discomfort but was stable.